Event description:
Olympus medical systems corp. (Omsc) received a user facility medwatch (B)(4), which reported that during a diagnostic bronchoscopy using an olympus bronchoscope with yag laser procedure using a non-olympus laser system, a fire started inside the non-olympus endotracheal tube (ett) during laser ablation of a carinal tumor. The tip of the laser fiber was burned off and apparently lost in the patient. A portion of the ett burned and melted both the bronchoscope and the end of the fiber. Bronchoscopy following the fire was difficult to assess, as there had been extensive laser treatment fulguration prior to the fire. The fire was quickly extinguished and the patient appeared to have sustained minor injury only. It was not clear if the fiber failed first and caught the ett on fire or if the fire started first and melted the fiber. Laser power was set at 15 watts with a duration of 0.5 seconds. The laser was 1064 nm wavelength. The laser machine was tested following the incident and the power output was found within allowable tolerance. The distal end of the damaged fibers appeared to be fractured, but it was not known at what point that this occurred. The fiber used was a contact type that used a sapphire or ruby tip and air cooling. There reportedly have been several failures in the past where the tips burned off and had gotten lost.